Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A 6f launcher guide catheter was used during a procedure. It was reported that the product had expired by approximately 6 weeks when used. There is no patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.